Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in 400's mg/dl. The customer treated with bolus from his pump. The customer stated for the last 2 days, he gave a 10 unit bolus. The customer stated that he gave himself 40 units today. The customer noticed that his reservoir icon did not decrease. The customer was advised that blousing may not decrease the arrows in the reservoir icon. The customer declined to troubleshoot. The customer was advised to monitor the pump.